Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infection. The ipp cylinder, pump, and reservoir was explanted and replaced with a new tactra penile prosthesis. The physician does not believe the device caused the infection. The patient is expected to fully recover following the procedure.

Manufacturer narrative:
The returned cylinders, pump, and reservoir were visually inspected and functionally tested, no leaks where found and all performed within the testing specifications. The reported allegations were not able to be confirmed via product analysis.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infection. The ipp cylinder, pump, and reservoir was explanted and replaced with a new tactra penile prosthesis. The physician does not believe the device caused the infection. The patient is expected to fully recover following the procedure.